Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented a ventricular fibrillation (vf) event, therefore one anti-tachycardia pacing (atp) and multiple shocks were provided. Therapy was exhausted. The rhythm was not converted. Technical services (ts) was consulted, and it was suspected that it was an inappropriate therapy. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.